Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1500 mcg/ml at 279.3 mcg/ml) and bupivacaine (15 mg/ml at 2.793 mg/day) via an implantable pump. It was reported that the patient experienced a return of normal pain. A catheter dye study was performed and it was unable to be aspirated. It was noted that the healthcare provider did not want to flush the catheter due to the dose of medication in the catheter. The office surgery scheduler was notified on (B)(6) 2025 to start the process for getting the patient approved for catheter revision.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2013; explant date brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via device manufacturer representative. It was reported that the patient had a catheter revision surgery on (B)(6) 2025. It was determined that the catheter was occluded in the spinal segment (exact location unknown), therefore the hcp tied off that segment and implanted a new 8780 catheter. After doing so, the catheter had good flow and aspirated easily.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), UDI# (B)(4) implanted: (B)(6) 2013, product type catheter product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.